Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device alarms log. However, the device was put through extensive testing including stressing with known good test circuit and o2 supply without duplicating the report. Accessories were not returned for evaluation. The flow manifold failed visual inspection which may have contributed to the customer's report. The flow manifold will be replaced as a pre-caution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.